Event description:
It was reported that when using the bd pyxis¿ medflex 2000 cubex app was up but was not responding to the log on attempt. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to log on. A technical support specialist walked the customer through restarting the cabinet using the power button to resolve the issue and confirmed that populate buttons screen had no failed drawer. The system functioned as intended after the technical support specialist assisted the customer in resolving the issue.